Manufacturer narrative:
Findings: unit passed displacement test and self-test. Low battery alarm was noted on long history file. Pump was returned for power error (alarm 25). Detailed trace analysis confirmed low battery alarmed and then alarm power error 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. Unit received with cracked reservoir tube lip, scratched case and minor scratched lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was unknown.